Manufacturer narrative:
Client reports, "he is having difficulty with his catheters. The balloon "farts" and he has to replace the catheter faster than usual." The customer further stated, "the balloon burst." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Client reports, "he is having difficulty with his catheters. The balloon "farts" and he has to replace the catheter faster than usual." The customer further stated, "the balloon burst."